Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to blood glucose continued to rise. The customer's spouse also reported that the reservoir icon was showing less than normal. The customer's blood glucose was 318 mg/dl at the time of the incident. The time of the hospitalization was 3pm and the date of the hospitalization was (B)(6) 2015. The customer's spouse stated that there was a bent cannula. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The customer's spouse declined to troubleshoot. The insulin pump will not be returned for analysis.